Event description:
It was reported that a catheter leak occurred. It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. When first hooking up the pressurized flush to the catheter, the catheter irrigated appropriately. However, in the final applications of the case, fluid was noted to be dripping from the handle of the catheter. Upon inspection, the fluid appeared to be dripping rapidly from the handle where the connection cable attaches to the handle. The catheter was removed and the procedure was completed with no patient complications reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.